Event description:
The field application specialist reported the user generated erroneous estradiol results for four patient samples and reported the results to the physician. The patients were drawn again on (B) (6) 2010 and (B) (6) 2010 and the estradiol results were lower. These results were expected to be higher. The original samples were repeated on each of these days. All results are in pg/ml. Sample 1 initial result was 1413, repeat result from (B) (6) 2010 was 843 and repeat result from (B) (6) 2010 was 1438. Sample 2 initial result was 1440, repeat result from (B) (6) 2010 was 855 and repeat result from (B) (6) 2010 was 1454. Sample 3 initial result was 1563, repeat result from (B) (6) 2010 was 1100 and repeat result from (B) (6) 2010 was 747. Sample 4 initial result was 1884, repeat result from (B) (6) 2010 was 1345 and repeat result from (B) (6) 2010 was 2100. The patients were not treated nor was treatment withheld based on the results from the estradiol tests. The patients' condition was unaffected. The estradiol reagent lot number was 15470101. The field service representative was unable to duplicate the problem and suspected an aging measuring cell. He replaced the measuring cell and the black tubing. To verify the analyzer operation, he ran performance tests with results within specifications. The user ran calibration and qc with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.